Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text: device remains implanted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx iliac limb to treat an abdominal aortic aneurysm (aaa) after embolizing the right iliac artery with coils. Approximately eight (8) years post initial procedure, aneurysm enlargement was observed. An angiogram was performed and it was determined that the cause of the aneurysm enlargement was most likely a type 1a endoleak. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and aneurysm enlargement are unconfirmed. This is not consistent with the reported adverse event/incident. A type ia endoleak was reported; however, CT imaging suggests that the finding may be due to fabric billowing of the device rather than a type ia endoleak. However, the presence of a type ia endoleak cannot be conclusively ruled out without angiographic evaluation. The clinical assessment determined that there was evidence to reasonably suggest type 2 (non-device related) endoleak of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of computed tomography study dated (B)(6) 2025. The type 2 endoleak of the lumbar arteries is anatomy related. It was reported that the index procedure was performed to treat a right common iliac artery aneurysm. There was no evidence of an abdominal aortic aneurysm (off label use). Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx iliac limb to treat an abdominal aortic aneurysm (aaa) after embolizing the right iliac artery with coils. Approximately eight (8) years post initial procedure, aneurysm enlargement was observed. An angiogram was performed and it was determined that the cause of the aneurysm enlargement was most likely a type 1a endoleak. The patient was being monitored since this event. There is no plan for a secondary procedure and the physician has not mentioned any further surgical intervention. The physician has likely determined that a re-approach to the patient¿s condition and the aneurysm itself is not necessary, and the patient is now under expectant management.